Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the anterior communicating artery (acom) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter (sl-10). It was noted that the patient anatomy was slightly tortuous, narrowed, and mildly calcified. During the procedure, the physician successfully placed two smart coils and seven non-penumbra coils in the target location using the sl-10. Then, the physician was unable to advance another smart coil beyond the distal end of the introducer sheath; therefore, it was removed. The procedure was completed using another smart coil and the same sl-10. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization in the anterior communicating artery (acom) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was slightly tortuous, narrowed, and mildly calcified. During the procedure, the physician successfully placed two smart coils and seven non-penumbra coils in the target location using the microcatheter. Then, the physician was unable to advance another smart coil beyond the distal end of the introducer sheath; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00137. 1. Section b. Box 5. Describe event or problem results: slight bends were present along the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the smart coil was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Subsequently, the smart coil was advanced through a demonstration microcatheter without an issue. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.